Manufacturer narrative:
Product complaint # (B)(4). Batch # r57n1k. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damaged and with a reload loaded in the device. The reload was a received loaded with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, and the staples were noted to have the proper b-formed shape. The condition of the protruding staples consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. Please reference instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, a contour was opened to transect across the rectum. The gun would not close on the tissue. Two more guns were opened with the same lot and batch numbers, with the result being the same. Eventually a 4th gun was opened which performed well. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No.